Event description:
In 2009, pt reported he kept getting e4 (occlusion) errors on his infusion device the previous day and his readings are a little bit elevated this morning. He states his blood glucose reading is 240 mg/dl. He stated that after receiving the occlusion last night, he changed the infusion site to see if that helped. He reported he did not have any more issues until this morning when he tried to bolus 12 units and the infusion device occluded again. He stated he looked at the tubing and noticed a "bend or kink" in the tubing like he had "pinched it or something". Pt reported he filled a new cartridge and attached new tubing. He stated he tried to prime the infusion set and it occluded approx 3/4 of the way through the prime. Pt reported he removed that tubing and attached another new tubing and was able to prime the tubing successfully. Pt reported the infusion device is now in run mode and functioning as intended. Advised to change the adapter with every 10th cartridge change. Advised to use aa alkaline batteries. Pt reported he has dawn phenomenon so his basal rates are set pretty high in the mornings to cover them. He stated that he probably ate something last night to cause the elevated reading and he probably did not bolus enough to offset it. The basal rates are set properly but his time was off by an hour. Assisted him to change the time and he stated that could have been a factor with his elevated readings. Pt stated that when he filled his cartridge today, he had to use 2 different vials; one was room temperature but the other was cold and he had an air bubble when he inserted the cartridge from filling it with 2 vials. He reported the bubble is still in the cartridge. Educated the pt on how to prime the air bubble out. He stated the infusion device was disconnected and in the stop mode for 4-5 hours yesterday. He said he disconnected it because he was doing something and "it was in his way". Explained that this could contribute to elevated readings. He said he took injections during that timeframe. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion tubings for evaluation. On follow up call five days later, pt reported the infusion device is functioning just fine, he is not having any occlusions and is not concerned with his readings as they are nothing out of the ordinary.